Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 150 mg/dl and 350 mg/dl. Customer's teeth were clenched at this time which are symptoms of low blood sugar for the customer. Wife called paramedics who arrived 20 minutes later and tested the customer on their device at 28 mg/dl. Customer was treated with an unspecified solution via IV. Customer also ate an english muffin with peanut butter on it. He was not taken to the hospital and recovered fully that evening. Requested return of suspect device and strips, and replacement was sent.